Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to blood glucose. Customer did not have a charging cable available and so was unable to reset the pump during the call. Cts provided reset instructions as requested by the customer. Multiple follow-up attempts were made to determine if pump reset was successful; however, no response was received.